Manufacturer narrative:
A video was sent by the customer showing the reported excessive amount of water inside the tubes, therefore the reported failure mode was confirmed. Without the physical sample for further analysis determination of root cause was limited. It is probable that defective crimping of the heating wire could potentially cause a bad electrical connection of the heating wire to the power supply, and therefore generate rain out in the circuit. If crimping equipment is not properly setup the crimping height could be out of specification. When the crimping height is too high it can produce a loose connection between the contact pin and wire. Vyaire has taken the following actions 200% inspection for wire resistance to ensure the circuits are functional. With additional inspection for correct wire retainer positions. Personnel have been retrained on the assembly procedure, and crimp quality monitors will be qualified for the crimper machines.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer reported an incident with the following information. Both limbs were warm, connections tight. Circuit was used on a hamliton g5 ventilator. "Had to empty expiratory limb every 4 hours". Circuits in the department have two lot numbers: 0001109237 and 1000112823, for the affected circuit reported in this incident the end-user cannot verify what one of the two lot numbers was in use. The circuit had excessive condensate in expiratory limb. Samples not available patient compromise was not reported.